Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs., the patient reported charging more often as the resolution to the implantable neurostimulator not charging to 100%, they stated they wouldn't charge at all. The patient reported changing the program and then had surgery and did not need to use the device for a while. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins hardly ever showed lower than half a charge when it should be lower and never showed a full charge. The patient spoke with their manufacturer representative and was instructed to request a replacement. The issue has been occurring since implant. A replacement recharger was sent to the patient. The patient called back at a later date reporting the same issue. The patient reported he has had trouble with his charger forever and then stated his "battery was down." The patient clarified and stated the trouble he has had with the recharger forever is that his ins battery never charged to 100%. He would sit charging the ins for hours. The patient reported it took forever to get half a charge. The patient reported he normally has four coupling bars when charging the ins. No symptoms or further complications were reported/anticipated.